Event description:
It was reported that the pt had previously performed excellently with her implant but over the past several months has experienced a significant decline in performance from 94% down to 7% in speech discrimination testing on (B)(6) 2012. The pt also reports that the internal receiver stimulator has shifted, saying that the magnet sits in a different site than previously.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.